Event description:
Complainant alleged that the device displayed a "bridge test failed" and "defib fault 72" message. Complainant did not indicate that there was a pt involvement during the reported malfunction.